Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The first photo depicts the trocar balloon in a bag, the dissector balloon is next to it and the obturator shaft is inserted into the cannula. The second photo depicts a close-up of the trocar balloon and lock collar. The third photo depicts a full view of the device, the obturator top is disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilateral inguinal hernia procedure, the obturator that goes inside the trocar balloon broke and it was stuck in the trocar. The team tried to get it out but could not so a whole new kit had to be opened to complete the case.